Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturing representative (rep) reporting that the cause of the high impedances were unknown, but the physician thought it was possibly due to the position of the lead in the epidural space that was affecting the top two electrodes. The patient's weight at the time of the event was reported. No further complications were reported/anticipated.

Manufacturer narrative:
Product ID 977a290 lot# (B)(4) implanted: (B)(6)2018 explanted: (B)(6)2018 product type lead product ID 977a290 lot# (B)(4)implanted:(B)(6) 2018 explanted: (B)(6)2018 product type lead if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that the physician did not request the leads to be returned for analysis. The revision occurred because the physician felt better lead placement would give the patient more pain relief. There was not an issue with regards to the lead performance, it was more of a lead placement issue. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products : product ID 977a290, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead, product ID 977a290, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative on (B)(6) 2018. It was reported that the patient was not getting stimulation where they need coverage while in the operating room. The health care provider (hcp) had decided to explant 2 old leads and re-implant 2 new leads with one in epidural of cervical and the other in occipital to cover the base of the patient's head pain. Electrode 15 never resolved after attempting further troubleshooting. They did not replace the lead and programmed around electrode 15. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient implanted for spinal pain. The rep reported that they met with the patient on the day of the report, and high impedances on contacts 8 and 9 were noted. They mentioned that contact 8 was greater than 40,000 ohms and contact 9 was 38,000 ohms. The rep stated that they programmed around the high impedance contacts, and the patient¿s therapy is fine. No further complications or patient symptoms were reported or anticipated.